Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a placeholder based on the reported phone area code. (B)(6). Investigation summary: there was no sample nor photo provided for evaluation. The expiration date was not implemented at the time this batch was produced. Additionally, this lot# 2031272 has already expired its shelf life. It is recommended not to use it. A device history review could not be completed as this lot has been expired and bd records are kept for 7 years according to our record retention procedures. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot # 2031272 for this type of defect or symptom. Root cause description: the expiration date was not implemented at the time this batch was produced. Additionally, this lot# 2031272 has already the shelf life expired. It is recommended not to use it. Rationale: CAPA not required at this time.

Event description:
It was reported that the box of bd precisionglide¿ needles had no expiration date on it. This was observed prior to use. The following information was provided by the initial reporter: "pharmacist reported no expiration date on a box of the bd precision glide needles. Stated the box has been opened. Stated there is a trademark date of 2011 on the box. Advised pharmacist that the product is expired. Lot #: 2031272. Catalog#: 305196. Date of event: (B)(6) 2020."